Manufacturer narrative:
The complete manufacturing and material records for the subject valve were retrieved and reviewed by quality control at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for the icv1210 perceval s pericardial heart valve at the time of manufacture and release. Gross examination revealed the prosthetic stenosis due to intrinsic calcifications in all three leaflets. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2-4mm into the lumen, narrowing the annulus, and contributes to stenosis. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. The tops of posts 1 and 3 were covered by fibrous pannus that grew on the free edges of leaflets and also so contributes to stenosis. The free edge of leaflet a was outflow bent near post 2 due to fibrous pannus and so caused a low degree of insufficiency. All the leaflets were almost stiff due to intrinsic calcifications. Scars were visible where intrinsic calcifications became extrinsic. Fibrous pannus depositions were visible along all outflow adherent margins, on the crown, on all sinusal struts, on the metal components of posts 1 and 2 and on some outflow areas of leaflets b and c. The mesothelial surfaces of all leaflets were locally wrinkled. On leaflet a, small thrombus depositions were visible along the adherent margin. Yellowish areas due to calcifications were detected histological analyses were performed on samples showed that the pericardium was slightly thicker than normal because of large intrinsic calcifications. Intrinsic and vegetating calcifications were also detected in leaflet b. In leaflets a and b, hematoxylin and eosin stain showed that the collagen bundles were disrupted, homogenated and-or defibrated. Inflammatory cells were present on leaflets a and b. Fibrous pannus depositions were visible on the mesothelial surface of leaflet b. In leaflet a, gram stain showed some gram + bacteria. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from inadequate leaflet coaptation caused by calcification of the leaflets. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis identified gram positive bacteria and inflammatory cells spread inside the pericardium.

Event description:
After perceval explant a carpentier edwards pericardiac size 23 was then implanted.

Manufacturer narrative:
Limited information is known on this event to date, the manufacturer is in the process of gathering further data from the physician including date of implant. Please note that this event occurred in (B)(6) and the device is manufactured at our sister site - sorin group (B)(4). It therefore does not have a UDI# as perceval sutureless aortic heart valves manufactured at our sister site are not sold in USA. Not yet returned to manufacturer.

Event description:
The manufacturer was informed that a perceval size 25mm that was implanted in 2013 was explanted on (B)(6) 2017 due to degeneration.

Event description:
Degeneration was detected (B)(6) 2017. The patient presented with angina, dyspnea. During the reoperation, before explanting the perceval, the physician commented that he tried to move the valve leaflets with a clamp but the leaflets were hard to move and stiff. Once the valve was removed from the patient, he tried again to move the leaflets and it was possible, ¿as a release of forces¿.